Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient's mother reported that in last four infusion sets, cannula detached from tubing at quick release connector. The issue occurred while the patient was sleeping and at school. The infusion set insertion site was at the thigh/abdomen. The infusions were stored in the living room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.